Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual abnormalities noted. A knocking noise was heard during initialization. After taking apart the handle, the firing motor was found to be loose. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. There was no indication of abrupt end in logs or empty logs. The reported condition could not be identified within the system logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault and a software error were identified during product analysis. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. No enhancements or improvements were generated for the reported condition. Additionally, the investigation detected unreported conditions of loose motor screws and fpga failures that have no relationship to the reported condition. The rear handle housing was removed as part of the investigation of the reported condition. During that investigation it was discovered that the firing motor screws had become loose allowing the motor to move around. The connection between the motor output shaft and trilobe coupler was not impacted. No further actions have been deemed necessary at this time. The root cause of the observed fpga failures was determined to be a result of a software error. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization a motor test is performed. If the motor test fails, it results in a power pack error. Improvements have been initiated to mitigate this condition. Based on the evidence available the reported condition of the handle going from 210 to zero lives after charging was not confirmed.

Event description:
According to the reporter, prior to procedure, the handle went from 210 to zero lives after charging. Another handle was used to complete the case. There was no patient involved.